Event description:
It was reported that the customer received excessive no delivery alarms. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.